Event description:
"Pt was to go to CT scanning. When infusion pump was unplugged it alarmed "low battery" then "pump failure". Plugged unit back in-channel a worked but channel b and c said "out of order". Channel c had neosynephrine running at time of failure. Neosynephrine tubing was removed from pump and titrated to run freely while looking for new pump". The facility's safety officer stated channel a was infusing an unknown medication at an unknown rate. Channel b was infusing dopamine at an unknown rate. Channel c was infusing neosynephrine at 50 ml/hr. The "pump failure" was reported to be a 570 failure code that occurred at 14:50. The pt reportedly coded at 14:59. The safety officer reported the pt expired and that it was unknown if the pump failure contributed to the reported death. The safety officer stated that they were not sure if cardiopulmonary resuscitation was started or if the pt status was do not resuscitate. Although attempts were made by baxter quality mgmt to obtain add'l info from the reporting facility, details were not available regarding medical intervention provided, autopsy results, or primary/secondary causes of death.